Event description:
An indent was found on the tubing about 3cm from the twist clamp. The actual location was softer. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of indent in the transfer set tubing (damaged) was confirmed in the lab. The damaged tubing was soft to the touch. A batch review could not be performed since the lot number was unknown. The root cause was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.